Manufacturer narrative:
All available information was investigated, and it was confirmed that the while the actuator knob had retracted further than expected, it was still attached to the device and had not fully detached and is considered normal function of the device. The gripper lever tabs were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported actuator knob detachment/excess actuator knob retraction appears to be related to user technique and is an expected function of the device. The cause for observed break (gripper lever tabs) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed for potential separation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was successfully implanted, reducing mr to 1-2. However, during removal, the actuator knob retracted 6 or more inches instead of the expected few centimeters. It wasn't clear if the component completely detached from the clip delivery system (cds). There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.